Manufacturer narrative:
(B)(4). Multiple mdrs were submitted for this event. Please see reports: 0001822565 - 2017 - 07424, 0001822565 - 2017 - 07425, 0001822565 - 2017 - 07426, 0001822565 - 2017 - 07427. Additional concomitant medical products: unknown stem- unknown part/lot; unknown head- unknown part/lot; unknown cup- unknown part/lot; unknown liner- unknown part/lot. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
It was reported the patient was being considered for revision due to progressive pain, loss of motion, and an antalgic gait. The revision procedure was canceled due to non-medical reasons. No further information has been made available at this time.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The reported event was confirmed through review of radiographs. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.